Event description:
It was reported that when using the bd pyxis¿ es server, the multiple patients were not showing in pyxis, and the orders for the patients were not appearing on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not showing on the station. A technical support specialist informed that the integration engineering support team (iest) restarted the carefusion coordination engine (cce) server, and the issue was identified as being related to the hospitals active directory (adt) system, where three active directory (adt) feeds were present but only one active communication port, resulting in patient data not crossing as expected. The system functioned as intended after the technical support specialist and integration engineering support team troubleshot the device.